Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level as the occlusion did not cause the levels to exceed 500 mg/dl or read as ¿high¿ on the cgm. To resolve the occlusion events, which occurred over the past month, the customer changed the infusion set and cartridge and resumed insulin use. Tandem technical support planned to complete a pump system check as a corrective action.